Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that boluses were not being recorded in the bolus history. The reporter stated that there were 3 times that the pump bolus history had not recorded the boluses. The reporter confirmed that the boluses were completed correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings:during testing a normal bolus and an audio bolus were performed and both were found to be successfully recorded in the pump history. The complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.